Event description:
It was reported that during a percutaneous coronary intervention, vessel perforation and stent damage occurred. Vascular access was gained via the right radial artery. The 100% stenosed target lesion was located in the left common trunk with timi 0 flow. A "counterpulation" balloon was placed and catheter aspiration of thrombus was performed resulting in timi 2 flow of the left common trunk. Dilation was then performed with a unknown 4.0x20mm balloon resulting in timi 3 flow of left common trunk and timi 2 flow of the 1st diagonal. The 4.0x20mm promus stent was then deployed at 18 atm in the left common trunk to da. The mid da lesion was open and in attempt to open the mid lad a distal perforation occurred. Perforation treatment was attempted with a 3.0x20mm non-bsc covered stent without success. A second 3.0x16mm covered stent was prepared but was dropped on the floor and not used. Inflation with an unknown balloon was maintained in attempt to seal the perforation but was unsuccessful. A 4mm coil was used to treat the area of perforation and forming thrombus of the mid lad. Timi 2 flow was maintained in the 1st diagonal and timi 3 flow in the da and cx. Patient was transferred to ICU for recovery. At 11 days post index procedure the patient was transferred to cardiology for repeat angiography. Vascular access was gained via the right radial artery. Ivus revealed that the implanted 4.0x20mm promus element stent was without thrombus or restenosis, but had moved and appeared "folded". The mal-positioned stent was dilated with a non-bsc 4.0x20mm and a 4.0x16mm promus element placed overlapping the damaged stent. The stent was post-dilated with a non-bsc 4.5x12mm balloon resulting in excellent angiographic and eco-graphic result. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).